Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail was received from a patient (pt) advising that the pt picked up new acuvue oasys lenses that were ordered from his/her prescribing eye care professional (ecp). The pt advised that "the next day, I woke up with a pink eye." The pt reported that "thinking my eye was irritated. Removed the contact and replaced it with a new one." The pt reported "my eye remained pink for a week. Went to the doctor and was diagnosed with corneal ulcer due to the bad batch of contacts. My ophthalmologist informed me that the entire batch were bad and to cease use immediately." The pt reported that "my eye is infected where I have to use antibiotic drops for two weeks, and no contact lenses." The pt also reported that he/she is currently wearing glasses. The pt also reported that he/she used biotrue multipurpose solution." On (B)(6) 2015 the pt returned a call reporting the corneal ulcer was in the os. The pt reported that he/she had a red eye with "yellowish green discharge." The pt advised that he/she wore 2 lenses from the acuvue oasys 12 pack. The pt also advised that he/she went to an ophthalmologist on (B)(6) 2015. The pt reported that he/she was prescribed zymaxid eight times a day for 1 week. On (B)(6) 2015 the pt sent an e-mail reporting that he/she is not being treated currently for the os corneal ulcer. The pt reported that "it was just an initial appointment with medication prescribed." On (B)(6) 2015 the pt's medical records were received from the treating ophthalmologist and the following information was obtained: office visit: (B)(6) 2015; reason for visit: left eye red and some discharge for 1 week only upon awakening. Base exam: os: dist sc:20/50 -1; dist ph sc 20/25 -1; no cl on os; s: pt stopped contact lens wear 2 days ago left eye; tonometry check os: 15; pupil os: perrl and no apd; slit lamp exam os: lids/adnexa: age related changes, no lesion; conjunctiva/sclera: +1 injection; no chemosis; cornea: focal 1mm corneal ulcer with white infiltrate and overlying epithelial defect; no edema; anterior chamber: deep, no cell or flare; iris: round pupil, normal stroma. Impression and plan: left corneal ulcer; plan: zymaxid 0.5% opht drop os 8x/day then 6x/day, then 4 x/day; stop cl ou for 2 weeks; when restart, use all new contact lens system and contact lens; pt is told to return immediately to clinic or ER asap without need for appointment if there is distortion or decrease in vision or worsening signs or symptoms, or any other additional concerns. Diagnosis: left corneal ulcer; prescriptions ordered this encounter: gatafloxacin (zymaxid) 0.5%; sig: instill one drop on left eye 8 times a day for a few days, then 6 times a day for a few days, then 4 times a day for 1 week. A lot history review was performed for lot # b00jms7and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. One sealed multipack and 4 sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.